Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Please be aware that the customer had a seven-day ICU stay for hypoxia. The relationship between this hypoxia and his preexisting copd remains unclear. The customer reports that the only intervention by the doctors was oxygen therapy, while he did get antibiotics for an upper respiratory infection. Due to the unclear origin of his symptoms, we will report this matter to ensure due diligence.

Event description:
Customer reports exacerbation of preexisting copd and upper respiratory infection. Multiple md's seen including an ICU admission. The customer received a covid test, x-rays, an antibiotic & oxygen therapy. Both covid and x-ray displayed negative findings. The md recommended discontinued use of sc device.